Manufacturer narrative:
The device was received for evaluation. Visual inspection was done and no defect of the reported event was identified by initial inspection of both samples. Functional testing was performed which identified spike port cap leakage from both samples at the base of the spike port and the reported issue was confirmed of both samples. The reported leak issue at the center port was confirmed and identified from the spike port cap at the base of the spike port by both samples causing the leak to occur from apparent insufficient sealing of the spike port cap to the spike port. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the center port at the ridge. This was observed before use. There was no patient involvement. No additional information is available.